Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunctions scratches on distal frame, dents and scratches on edge, peeling gold plate on objective frame was traced to component failure. However, the most probable cause of the malfunction dirt on objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited scratches on distal frame, dents and scratches on edge, peeling gold plate on objective frame, and dirt on objective lens. There was no patient involvement.